Manufacturer narrative:
Upon examining the instrument, multiple urine strips were discovered in the instrument as well as a dirty calibration bar. Urine strips were removed from the instrument. The calibrator bar was cleaned. Qc was run after the cleaning was completed and system was reported to be running correctly.

Event description:
Hospital reported a negative clinitek hcg was reported on a pt urine sample. A serum tested on the same pt result was 4000 units. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant clinitek hcg result.